Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of remaining of the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the IFU which state: chapter 3 preparation and inspection, ¿section 3.2 inspection of the endoscope¿. And ¿section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. [Inspection of the instrument channel]. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope switch 2 was broken. Inspection and testing of the returned device found foreign objects in the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found a pinhole on the channel tube, scratches on the connecting tube, camera cover, objective lens, protector of the universal cord, switch 1, and protective coating on the bending portion of the device, dents on the camera cover, peeling of the adhesive around the light guide lens and objective lens, discoloration of the adhesive around the objective lens and the adhesive on the protective coating on the bending portion of the device, damages to the image guide protector, stickiness on the universal cord, wrinkles on the universal cord, wear on switch 4, peeling of the paint on the suction cylinder and air/water cylinder, dirt on the electrical connector, scope connector, scope cover, and control unit, a chip on the adhesive of the protective coating on the bending portion of the device, wear on the angulation wires, buckling of the connecting tube, corrosion on the electrical connector that prevented an image from being displayed, and the light guide bundle was slipping down. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.